Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Note: additional information has provided the serial number of the ins, therefore the correct manufacturing site ID is (B)(4).

Event description:
Additional information received reported a surgery was performed on (B)(6) 2016 to replace the battery with a new one. The consumer, who had suffered from facial dystonia, did not experience an adverse event. The surgery (battery replacement) did not achieve improvement of abnormal impedance; however, it was not for the electrodes in use, but for the irrelevant electrodes, so further investigation was not carried out. Measurements from the impedance check are as follows: c<(>&<)>0 = 601 ohms, c<(>&<)>1 = 601, c<(>&<)>2 = 774, c<(>&<)>3 = 1160, 0<(>&<)>1 = 8, 0<(>&<)>2 = 771, 0<(>&<)>3 = 1273, 1<(>&<)>2 = 771, 1<(>&<)>3=1273, and 2<(>&<)>3 = 1143. The physician wanted to know why only 1 combination showed an impedance of 8 ohms.

Manufacturer narrative:
Analysis of the ins, model 37602, serial no. (B)(4), found the ins battery normal end of life, telemetry and output okay ¿ no significant anomalies. The ins was received in an eri condition. Testing of the ins showed good telemetry and output. The impedance measurement function was tested in saline and normal impedances were observed on every electrode pair. A longevity estimate was performed based on the programmed parameter session history from 22-mar-2016 shown on the initial review of the ins when received for analysis. These were the parameters being used prior to the ins reaching eri. The amplitude was dropped from 3.0v to 2.5v in a programming session on 19-jul-2016 four days after the ins had reached eri. The estimate indicated an expected longevity of 19.17 months to eri. According to the trace report taken from the ins, the ins battery depleted to eri in 20.94 months (17-oct-2014 to 15-jul-2016).

Event description:
Additional information received from the representative reported the surgery was actually performed on (B)(6) 2016, but the figure indicating short circuit did not improve. The cause of the short circuit is unknown. No further actions are considered as other available electrodes enable the consumer to achieve a sufficient level of stimulation.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387-28, product type: lead.

Event description:
A health care professional via a manufacturer representative reported a consumer underwent an implant procedure at one hospital and visited another hospital. A short circuit was indicated all the time reportedly, and a replacement procedure was considered. Device settings were unknown. No known factors led to the event and no troubleshooting was performed. A procedure was scheduled to be performed on (B)(6)2016. No symptoms were reported. The issue was not resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.